Manufacturer narrative:
Review of the DHR of finish goods, packing, push fitting, sleeving, and coating processes and no issues identified. Non-conformance material records (ncmr) review was performed and no issues were identified. At this time, the root cause cannot be determined because all the potential root causes were checked, and no deviations were observed. No corrective actions have been determined at this time. A photo evaluation and sample return from the same box is pending investigation. A follow-up will be submitted once investigations are completd.

Event description:
It was reported that a 34-year-old male end user had been using the hollister vapro plus pocket during self-catheterization and reported that a 7 to 10 cm piece of the catheter broke off and ended up in his bladder. It was reported that he then went to the emergency room and was reportedly scheduled for surgery the next day to remove the broken catheter piece. Additional information received reported that the catheter fragment had remained in his bladder from a saturday to monday, when it was surgically removed.